Event description:
As reported, during a procedure, the sorbafix fixation fasteners first came out with difficulty, following that, fasteners were stuck with each other, and it was impossible to unstick them and continued using the handpiece. It was reported that device deployed fasteners in which one got successfully fixated and some fasteners deploy into the body were found to be stuck together. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, during the procedure the sorbafix fasteners were stuck with each other. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. If/when sample is returned and evaluated, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, during the procedure the sorbafix fasteners were stuck with each other. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. If/when sample is returned and evaluated, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the sorbafix fixation fasteners first came out with difficulty, following that, fasteners were stuck with each other, and it was impossible to unstick them and continued using the handpiece. It was reported that device deployed fasteners in which one got successfully fixated and some fasteners deploy into the body were found to be stuck together. Another device was used to complete the procedure. There was no reported patient injury.